Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt had a 28 day stay in the hospital "because they botched the implant" and she had a spinal fluid leak following the implant. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
Corrected information: product ID 8703, lot# j93126036, implanted: 1994-(B)(6), product type catheter. Product ID 8596, serial# (B)(4), product type catheter. (B)(4).

Event description:
Additional information: per the patient, in 2006 the implanting physician did not anchor the catheter right. The patient was hurting and almost bedridden. She was on "all kinds of meds." The device system was delivering dilaudid. Per the physician, the patient had had her old catheter removed, so post-op the csf (cerebrospinal fluid) leak was not unanticipated. The patient responded to an epidural blood patch.